Event description:
It was reported that 8 days after the implantation the lead was explanted and replaced due to loss of stimulation, diaphragmatic nerve stimulation and low pacing impedance. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical, and electrical inspection. Solia s 60, sn (B)(6). The analysis showed that the conductor coil and the insulation were found damaged 24 cm distal to the is-1 connector pin, which is assumed to be the root cause of the observed electrical issues. These damages most likely resulted from a tight suture sleeve. Solia s 53, sn (B)(6). The lead was found cut 48 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An additional cut was found 30 cm proximal to the lead tip. The above mentioned cuts most likely resulted from the explantation procedure. Furthermore, the conductor coil and insulation were found damaged 28 cm proximal to the lead tip. These damages most likely resulted from a tight suture sleeve. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.